Manufacturer narrative:
The device was returned for evaluation, and the correct lot code was discovered upon evaluation of the device. During investigation, discoloration was observed at the fracture site, which may indicate prior material fatigue. Given the device's age and history of use, general wear is likely a contributing factor. Additionally, a prior impact such as accidental dropping during handling may have introduced a stress or weak line that eventually lead to the occurrence of this failure mode. The main root cause was determined to be general wear and tear on the device. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "item 32-750 were being used during a c-section case. Minimal pressure was applied to them, and the scissors cracked at the hinge area and one of the blades of the scissor completely snapped off the rest of the scissors. The screw fell and they did not give it to me with the rest of the scissor. Unknown whether it was recovered and disposed of during the case or was lost. "

Manufacturer narrative:
The device has been returned for evaluation. We are in process of trying to get additional information about the incident, and the investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.